Event description:
It was alleged that a cot was involved in a roll-over ambulance accident. The patient reportedly sustained fractures relating to the accident.

Manufacturer narrative:
The cot was not evaluated but it was reported that it remained in the cot fastener throughout the accident. A letter was sent to the customer recommending that the cot is taken out of service because it is not possible to visually acertain what damage may have occurred.